Event description:
It was reported to philips that the system's footswitch was unable to connect wirelessly. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was being performed when the issue occurred and was completed as planned by using the wired footswitch. Customer reported to philips that the wireless footswitch was not connecting. Upon troubleshooting, the philips field service engineer (fse) found that the wireless footswitch was broken. The supplier's part analysis has conclusively determined the cause of the wireless footswitch failure and also found other failures as bracket was loose, charger cover was missing, and wireless footswitch does not connect to any version base station. To resolve the issue, the fse replaced the wireless footswitch, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.